Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
Patient revised on (B)(6) 2021 due to dislocation (non-compliance with post-operative instructions) approximately 1 month after primary surgery. Surgeon explanted a 40/+3 standard humeral cup and replaced it with a 40/+6 stability humeral cup.